Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had fluid inside the handle. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. During investigation, fluid was found under the handpiece handle. Samples were taken on the fluid and were sent out for chemical analysis. The results concluded the substance was an oleate-like oil and a sulfonate surfactant which are both commonly used in many applications, including cleaning solutions and elements consistent with water deposits or clays. As such, it is likely that the liquid was residue from the customer's cleaning process. The IFU recommends the correct cleaning and sterilization methods for the handpiece.